Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Attempts to reposition the lead were unsuccessful due to helix issues. The lead was explanted and replaced with a competitors lead. The patient endured and extended procedure due to difficulty achieving appropriate sedation.